Event description:
The distributor reports that the customer claimed that "the button fell down the floor, but the surgeon, thinking the button was inside the patient, took many minutes to search the button and finally the button was found on the floor."